Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient: 1; inratio: >7.5; lab: 3.0. Patient: 2; inratio: 5.5; lab: 2.4. Lab draw was within an hour of fingerstick.

Manufacturer narrative:
Investigation pending.